Event description:
The customer¿s mother reported unresponsive buttons after getting an alarm. The time on the screen was advancing, but the buttons were not responding. Advised the mother that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen screen due to a faulty component on the interface board. Unable to verify the button/keypad anomaly due to the frozen screen.